Event description:
It was reported by the patient's father that the cannula wouldn't come out of the pod, noting the cannula retracted, indicating a needle mechanism failure. The patient's blood glucose levels were not reported. The pod was not worn. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. The device successfully completed multiple boluses (excluding the priming sequence) and therefore is found to function as intended. The exposed portion of the soft cannula was found to be torn off . On removal of the top housing, it was found that the internal soft cannula was also damaged from the external tear. The length of the soft cannula was measured to be out of specification at 15.07mm. No other damages or defects were found with the device. The timing and cause of the damage is unknown.